Event description:
It was reported that the customer's insulin pump was alarming button error. Customer stated they do not recall any significant events that lead to the alarm or if the device had been dropped. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked display window corner, cracked battery tube threads, a cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and a missing end cap sticker.